Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus and had critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire pyxis system was not on bus and critical override prior unable to use. A technical support specialist (tss) dialed into the station and performed system maintenance. Cleared the winsxs folder and removed sql (structured query language) dump files to free up space. Verified that the c: drive had 18 gb of available space. Pyxis software was running smoothly with no reported issues. The system functioned as intended after the technical support specialist troubleshot the device.